Event description:
In this event it is reported that reciproc blue files, 6x, sterile broke during use. Broken parts remain in root canal. No product will be returned; not available - thrown away. Additional information has been requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device will not be returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Additional information has been requested and will be submitted as it becomes available.

Manufacturer narrative:
Multiple request for further information has been unsuccessful. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
Additional information was received indicating that the patient's tooth was extracted.